Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had high blood glucose and the insulin pump was saying that it has exceeded insulin. Customer's blood glucose was 415 mg/dl. Customer was trying to input carbs and blood glucose amount but was getting a max bolus exceeded alarm. It was determined that the calculation was above 7 units. It was found that the max bolus option was set at 6.0 units, which is why the customer was getting the alarm. Customer needed to raise the max bolus amount to be able to have the bolus delivered. Customer adjusted the amount, tried to bolus again, and was successful. Customer is brittle and is always high. Customer has low blood glucose as well. Customer was advised to monitor the pump.